Manufacturer narrative:
H6: evaluation codes updated device evaluation: one product was received. Product was visually and functionally tested and the customer reported complaint was able to be confirmed. However, after gently massaging the cuff the issue was resolved. The IFU states: "if the cuff does not inflate completely, squeeze the pilot balloon while gently manipulating the cuff from the shaft." The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that the cuff was defective and did not completely encircle the tube/stuck to one side of the tube. The issue was discovered prior to patient use. The event occurred during testing of the cuff. There was no harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.